Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During the shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) did not power on the autopulse platform. The user installed a second battery (sn (B)(4), however, the platform could not power on again. Both batteries were fully charged before the use and the status leds were showing 4 solid green lights, indicating that the batteries were fully charged. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery 1 of 2 (sn (B)(4).